Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn : m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein ipg and lead were replaced. The patient was doing well postoperatively and the explanted devices will not be returned as they were kept by the medical facility.